Event description:
It was reported that a 23mm pericardial aortic valve was explanted at implant due to paravalvular leak (pvl). The explanted valve was replaced with another 23mm edwards pericardial aortic valve. Per the medical records, there were multiple fenestrations. There was very minimal amount of calcification except on the left coronary annulus at the base of the left coronary cusp. The fenestrations were predominately at the commissure between the left and the noncoronary. The annulus was sized to a 23mm valve. It was a fairly snug fit as opposed to a 25mm, which would not go through. The 23mm edwards pericardial aortic valve was implanted. CABG x2 was performed. Once the heart was allowed to fill, there was a paravalvular leak just under the left coronary cusp. The surgeon elected to go back on bypass. The area was checked, but the surgeon could not find the area of the paravalvular leak. The surgeon passed a right angle clamp from inside the valve and from the outside of the valve. The surgeon put mattress sutures and pledgeted sutures in this area. The patient was weaned of bypass once again and the leak was smaller, but not knowing where it was. The surgeon elected to go back on bypass, explanted the valve and replaced it was another 23mm edwards pericardial aortic valve. Initial sutures were placed and pledgeted sutures were placed on the aortic side. This time, the surgeon used a different technique to place the valve. Pledgeted sutures were placed on the annulus on the ventricular side. The new valve was secured with cor-knot device, and then in front of the left and right coronary artery orifices, they were hand-tied. Tee showed good aortic valve function and no evidence of any paravalvular leak. The patient tolerated the procedure satisfactorily and transported to the cvicu in critical condition. The patient was discharged home with home health care on pod #5 in good condition.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, a definitive root cause of this event cannot be conclusively determined. However, this event was most likely due to procedural/technique related factors. The explanted 23mm aortic valve was replaced with another 23mm aortic valve and no pvl was observed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information and for product return has been made. There is currently insufficient information to determine the root cause of this event. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 23 mm pericardial aortic valve was explanted after an unknown implant duration due to paravalvular leak (pvl). No other details were provided.